Event description:
Additional information received reported further infection/event details. The patient's symptoms included incisional wound drainage, pocket erosion, and severe dystonia from withdrawal. A device pocket culture was obtained, including a diphtheroid culture. A cerebrospinal fluid culture was done also. The results of the cultures were not provided. The patient was treated with IV antibiotics <(>&<)> a partial device system explant. As of (B)(6) 2012, the infection was reported as resolved. Pertaining to the risk factors that applied to the status of the patient before implantation of the pump system, the healthcare provider noted "debilitated status" and "post-op wound or skin contamination" from ostomy bag leaking on wound. A follow-up report will be sent if additional information becomes available.

Event description:
The pump was replaced due to elective replacement indicator (eri) of less than 6 months. The infection occurred following the pump replacement; and wound breakdown was indicated. The patient had "multiple medical problems related to loss of itb (intrathecal baclofen therapy)". The patient was hospitalized. The "serious injury/illness" was ongoing. As reported it was unclear if the type of baclofen administered via the patient's pump at the time of the event was gablofen or lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of concomitant medical: 2005 (B)(6), explanted: product typ catheter. (B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was explanted due to infection. The pump contained baclofen 2,000 mcg/ml, 1, 548.8 mc/day. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.